Event description:
In a retrospective study aimed to investigate the safety, feasibility and efficacy exhibited by neuroform atlas stent nas in treating unruptured aneurysms at the mca middle cerebral artery bifurcation, microcatheter was used to deliver the subject stent. Patients were placed on dual antiplatelet therapy as per the protocol. ¿half-release¿ technique was used to release the stent while packing the coil. 1/42 patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. The patient with intraoperative thrombosis had mild right extremity dysfunction at discharge with an mrs score of 1. Mrs at last clinical follow up was 0. Multiple devices were used in this patient and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.

Manufacturer narrative:
This is 1 of 2 report h3 other text : the device remains implanted in the patient.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'in a retrospective study aimed to investigate the safety, feasibility and efficacy exhibited by subject stent in treating unruptured aneurysms at the middle cerebral artery mca bifurcation, microcatheters were used to deliver the subject stent. Patients were placed on dual antiplatelet therapy as per the protocol. ¿half-release¿ technique was used to release the stent while packing the coil. 1/42 patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. The patients with intraoperative thrombosis had mild right extremity dysfunction at discharge with an modified rankin score mrs of 1. Mrs at last clinical follow up was 0. The as reported 'patient vessel thrombosis' and 'patient neurological deficit' are listed in the subject stent dfu as anticipated outcomes of these types of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to the event.

Event description:
In a retrospective study aimed to investigate the safety, feasibility and efficacy exhibited by neuroform atlas stent nas in treating unruptured aneurysms at the mca middle cerebral artery bifurcation, microcatheter was used to deliver the subject stent. Patients were placed on dual antiplatelet therapy as per the protocol. ¿half-release¿ technique was used to release the stent while packing the coil. 1/42 patient developed intraoperative thrombosis, which disappeared after tirofiban bolus injection. The patient with intraoperative thrombosis had mild right extremity dysfunction at discharge with an mrs score of 1. Mrs at last clinical follow up was 0. Multiple devices were used in this patient and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any.